Manufacturer narrative:
The device was not returned for investigation. An investigation was conducted based on communication provided by the surgeon who implanted the device and performed the revision and on photographs provided by the surgeon. It is not clear from the information provided why this implant seems to have worn more than other implants of the same design. No discrepancies were noted in the manufacturing history, and no defects can be confirmed from the information provided. The root cause cannot be definitively identified.

Event description:
A bipolar overture implant was revised to a uka on (B)(6) 2026. Revision was indicated because of persistent swelling. Inspection of the well-fixed tibial component demonstrated evidence of significant polyethylene wear on the medial side.